Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The reported event, rubber lining out, was confirmed. During the inspection the quality technician observed that the housing was missing the rubber gasket o-ring seal. Device was placed in parts retention.

Event description:
It was reported that the rubber lining is coming out of the aseptic housing causing the housing to not close properly which can lead to sterility breach. The event was found during inspection therefore there is no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the rubber lining is coming out of the aseptic housing causing the housing to not close properly which can lead to sterility breach. The event was found during inspection therefore there is no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.